Event description:
Patient was in the or for pe tube placement and adenoidectomy. During the procedure it was noted that the tip of the suction catheter ignited. This was immediately recognized and the suction catheter was removed and the flame extinguished. Patient was assessed and no injury, including airway trauma or burn noted.